Event description:
The original validation testing for the pressure wire system (performed in 1997 by an independent testing organization) showed compliance with the requirements in the standard, "iec 601-2-34 first edition, 1994 - medical electrical equipment - part 2: particular requirements for the safety of direct blood pressure monitoring equipment", including the defibrillator discharge protection parts, and the device was consequently labeled with the symbol "defibrillator proof". During most recent tests of the co's next generation product (designed in a similar manner with respect to this protection) a failure was reported by another independent testing organization. Co then retested the co's original system resulting in a similar failure. The test simulated a worst case scenario where one of the defibrillation pads is not on the pt, but connected to ground. The failure reported under these test conditions resulted in damage or separation of the guidewire's tip. To validate the bench test result, an animal study was performed where the device was used in a five stone pig, which was defibrillated in all conceivable ways. The result showed no signal or mechanical deviations at normal defibrillation or when the "patient" was grounded to earth. Defibrillation with one pad on the pt's chest and the other connected to ground (which requires gross negligence) caused damage or separation of the guidewire's tip. The co has not rec'd any reports of injuries to pts arising under these conditions or of injuries which could be attributed to the "defibrillator proof" symbol.